Event description:
It was reported that noise resulting in oversensing and inappropriate automatic mode switching was noted on the right atrial (ra) lead. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the physician suspected lead damage, however, lead damage was not visually observed.

Event description:
Additional information received indicated the right atrial lead was capped and replaced to resolve the event. Furthermore, an x-ray was performed prior to the procedure and no anomalies were observed.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.